Event description:
It was reported that the customer had cracks to the display. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.